Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2011, the patient developed an infection at the ins site. They had to have the incision opened up and they were treated with antibiotics. The patient thought the wound was draining and wasn't healing correctly. Additionally, they reported that adaptors were used for the "wire connectors", which created a big lump on the rear of their butt where they were in the pocket. No further complications were reported or anticipated.